Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with two unknown textured mentor saline prothesis experienced bilateral deflation and paresthesia post procedure. The patient reported that experiencing leak, rippling, and hair like moving feeling in breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.